Event description:
(B)(6) / multiple quality control failures for this lot number of susceptibility panel during verification. There were 9 qc instances and 4 failures for the test strain: k. Pneumoniae baa1705; the failure was reported as "cpo enteric classification test on the panel failed qc". Reporter job title: microbiology technical specialist / UDI: (B)(4) (nmic-312 system, test, automated, antimicrobial susceptibility, short incubation). Pt: 4582. Device: 3023, 1535. Reference reports: mw5189401, mw5189402, mw5189403, mw5189404, mw5189405, mw5189406, mw5189408, mw5189409, mw5189410, mw5189411, mw5189412, mw5189413.